Event description:
It was reported that the implant failed to integrate.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). After additional information was received on (B)(6) 2020, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR 0002023141-2020-00638 submitted on (B)(6), 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) k011028 and k013227.

Event description:
The event description is not defined. However, the implant was placed (B)(6) 2018 and was explanted on (B)(6) 2018. This event is reportable as a serious injury due to the surgical / medical intervention required to preclude / resolve issues associated with the implant.